Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued alert 38 for a motor stall leading to consecutive stalled motor alarms, and the user was guided through a supply change; the user uses pre-filled cartridges and insulin delivery resumed without issue, which aligns with a failure to infuse associated with the motor component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found despite the reported motor stall and failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected.